Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The allegation indicated that the geometry could not move during a procedure. It is unknown if the procedure was completed. Therefore, the loss of rotational or angulation movement of the stand/c-arc during a procedure that is not restored with a warm and/or cold restart and requires additional troubleshooting or the procedure cannot be completed, meets the criteria of a serious event and is reportable. This even is under investigation.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
According to the information collected the planned procedure was delayed for a short time. There was no impact on the patient due to the reported issue.

Manufacturer narrative:
A philips service engineer inspected the system onsite and identified that the geometry pc could not communicate with the host pc causing loss of geometry movements. The engineer found that a poor contact of the board socket of the geometry pc caused the problem. After relinking the geometry pc internal socket and cleaning, the issue was resolved and the system was returned to use in good working order.